Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a minimum fill notification occurred after the cartridge was filled with 300 units of insulin. Blood glucose (bg) was over 600 mg/dl with a high level of ketones. Insulin injections were administered to address bg. A new cartridge was successfully loaded and insulin delivery was resumed.